Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v403349, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. The por occurred last week. It was stated that the healthcare provider (hcp) would reprogram the implantable neurostimulator (ins).